Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cone conical body. Additionally, an unknown ceramic head 36 + 0 was reported. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that surgeon revised a primary hip hemi with a restoration modular conical implant. The case was revised because the patient developed an infection. Surgeon wanted to remove the cone body and head to wash it out. He then replaced the body and head.